Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿breast capsules.¿

Event description:
Healthcare professional reported "reason for implant removal was noted as ¿breast capsules¿. Additionally, healthcare provider reports capsular contracture baker grade iii. This record is for the left side. Device has been explanted.